Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the repair technician confirmed the motor windings were damaged and required replacement. The affected motor was replaced. The drill was repaired and returned to the customer after passing final inspection.

Event description:
It was reported that the cordless driver 3 is getting hot during routine service and maintenance at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.